Event description:
It was reported that the charging pad for an ilet system was not functioning, evidenced by the pad not warming, no indicator light, and failure to charge, while the pump continued to operate and the user planned to use a personal wireless phone charger until a replacement arrived. Symptoms included no clinical effects. Outcomes included no impact to health or hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed a suspected charger malfunction consistent with a nonfunctional power/charging accessory. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the charging pad.

Manufacturer narrative:
Initial.